Manufacturer narrative:
The cause for the discordant advia centaur xp hbsagii results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. Assay performance characteristics have not been established when the advia centaur hbsagii assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Event description:
Repeat (B)(6) advia centaur xp hbsagii (hbsii) results and a confirmed result were obtained for a patient sample. The patient sample was sent out for pcr testing and the result was (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsagii result.